Manufacturer narrative:
Section h6 updated to e2403 section additional codes updated to f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device was tested overheating and the maximum temperature was measured to be 122 degrees fahrenheit. The likely cause of failure could not be determined. It was also noted that tip bearing was broken/came off, and that there was abnormal noise furthermore, deterioration of the marking on the exterior was also observed. B3: date of notification: 2025-02-14 (date of event or estimated date of incident not provided to manufacturer). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of detachment of component. No patient impact reported. Repair request escalated to a product event based on reason for return.